Event description:
It was reported that the patient experienced an increase in pain due to a partially occluded catheter. Examination and palpation of the patient on (B)(6) 2013 revealed an increase in the patient¿s pain, especially to right side including back, lower extremity and buttock pain. It was noted that baclofen had been added to the pump on (B)(6) 2013. It was reported that the patient was admitted to the hospital and the catheter was replaced due to intractable pain on (B)(6) 2013; however, it was also reported that the intrathecal portion of the catheter was surgically revised and spliced on (B)(6) 2013. The patient recovered without sequelae on (B)(6) 2013. The device system also delivered dilaudid.

Event description:
It was later reported that the patient¿s dose had been increased on 2013-(B)(6) from 6.397mg/day to 6.684mg/day.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).